Event description:
Customer reported that she needed to change the time and date on the insulin pump. The blood glucose reading was 44 mg/dl. She treated with juice and declined a call for paramedics. Customer was assisted in cleaning the battery compartment and changing the battery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.